Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope view in a wrong direction.

Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) instructed the customer to remove the endoscope and rotate the camera to the other side and then re-install to correct the direction discrepancy. Upon rotating the camera the surgeon checked and confirmed it was correct orientation and they are continuing with the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a wrong endoscope orientation in reference to the selected system configuration.